Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information cancer. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information cancer. There was report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer observed pieces of sound abatement foam, consistent sound abatement foam, were found in the blower box, on the blower motor, inside the blower motor, and inside the bottom of the enclosure. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. The sound abatement foam at the bottom of the enclosure visibly showed that it was degraded, was moist and had a large piece of sound abatement foam missing from the formation. Large pieces of sound abatement foam was stuck in the airpath of the blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation. During the evaluation secondary findings was observed. There was 32 error code found. Significant dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Unknown brown residue on the bottom of the right panel assembly. Unknown contamination on sw4 rotary encoder switch. Ui (user interface) knob broken. Unknown contamination under ui knob and panel. The manufacturer confirms the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. Box h: patient outcome code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.